Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Seven (7) months post procedure it was noted that the closure device had shifted within the laa. The patient did not experience any complications as a result of this event. The physician implanted a new 24mm wds in line with the leak. Following the implant procedure there was no residual leak noted. The patient did well following this event.